Manufacturer narrative:
Approximate age of device: 1 year 6 months.(B)(4). An autopsy was not performed and the lvad was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. Information was received that the patient had expired due to a respiratory arrest. Clarification from the implanting center found that the patient was admitted from a clinic visit on (B)(6) 2015 due to anemia, elevated hemolytic markers, thrombocytopenia and a supratherapeutic international normalized ratio. A ramp echocardiogram was suggestive of an obstruction in the inflow cannula. The patient also had polymicrobial bacteremia, chronic driveline exit site infections and an lvad pump pocket infection. The patient chose to sign as a do not resuscitate/do not intubate status knowing that her prognosis was poor. Early in the morning on (B)(6) 2015 she experienced a decreased level of consciousness and her left upper and lower extremities became flaccid. A CT scan showed a left frontal lobe intraparenchymal hemorrhage with left to right midline shift. The patient expired later that day. An autopsy was not performed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.